Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was reported that no pacing was visible on telemetry. It was noted that the implantable pulse generator (ipg) was over twelve years old and that the patient has not been seen in clinic for several years. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.